Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device: a twist was found in the middle of the balloon. A 0,018¿¿ guidewire was successfully passed. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, as no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: many wrinkles were present, with a visible change in profile in correspondence with the twisted point ¿ 7bars: wrinkles were still visible ¿ 14 bars: wrinkles and the change in profile were no longer visible. Twist of the guidewire tube underneath the balloon was detected. After the inflation test, the balloon was successfully deflated. Signs of twist were still visible after deflation. A cd with angio images was provided. The angio images showed a constriction in the middle of the balloon during inflation in vivo. Also, the image of the balloon inflated in vivo was provided and showed the spiralled folding resulting in a balloon twist. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an in.pact pacific with a 7f long non medtronic introducer and a 0.018 nitrex guide catheter to perform a retrograde intervention from the left main femoral artery. The catheter was prepped as per IFU with no issues noted. The in.pact pacific was gradually dilated to 8atm, it was reported an approximate 2mm wide segment of the balloon located near the middle of the balloon did not dilate. In response, the balloon was completely deflated and gradually re-dilated, but the same results were observed. The balloon was then deflated and removed from the patient. Once removed the deflated balloon was re-dilated and the same results were observed once more. Another device was used to complete the procedure with no issues reported. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.